Event description:
Boston scientific received information that this patient, with this cardiac resynchronization therapy defibrillator (crt-d), received a shock. During interrogation, this crt-d displayed error message/fault code: device fallback. Technical services (ts) was contacted for suggestions. Ts discussed to print the factory fallback report, and to schedule patient for pg replacement. There were no adverse patient effects reported. Patient remains in the hospital. Additional information was received that the revision procedure was going to be performed, but due to gastro intestinal disease of the patient, the revision procedure was delayed. As soon as the patient has recovered the revision will take place. Subsequently, a replacement procedure took place. This crt-d was successfully explanted and replaced with a new pg. All the associated leads were fine, and remain in service.

Manufacturer narrative:
This crt-d will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis indicated this device was returned in safety mode. Per memory file, this crt-d did not declare elective replacement indicator (eri), and it could deliver therapies against ventricular episodes before it was turned in to safety fall back. There were 3 memory data corruptions within 48 hours, which forced this device in to safety fall back. An attempt to start the original firmware in the device was not successful. Therefore, factory firmware was up loaded to the device and it was started successfully. A manual capacitor reform was performed, and this crt-d remained stable. Testing verified that this crt-d, with newly uploaded factory firmware, was capable of delivering both brady and tachy therapies as programmed. All manual lead impedance measurements were within their normal range, and passed all functionality tests. The fault/error code or the safety mode of the device was caused by corrupted memory data. The cause for memory corruption, however, was unknown/unspecified.